Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the implantable cardioverter defibrillator (ICD) along with the right atrial (ra) lead and right ventricular (rv) lead were explanted. Additionally, both helix were unable to be retracted. No additional adverse patient effects were reported.